Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "does not function" was confirmed by baxter quality engineering as failure 38 alarm. The root cause was determined to be the right force sensing resistor (rfsr) being out of specification. The rfsr was replaced to correct the reported condition. A service history review was performed, revealing the device has not been previously sent into service for the reported condition and previous servicing did not contribute to the reported condition.

Manufacturer narrative:
(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a flogard infusion pump "does not function." Baxter quality engineering determined the reported condition to be an failure 38 alarm. It is unknown when this condition occurred. There was no report of patient injury, medical intervention, or adverse reaction in association with this event. Patient involvement in unknown. No additional information is available.